Event description:
It was reported that the left ventricular lead exhibited increasing impedance and thresholds. It was noted that a patient alert was triggered for an out of range impedance. The patient alert threshold was increased. It was further reported that a new patient alert was triggered on the following day due to out of range values prior to the alert threshold being increased. The alert was to be cleared and the lead is still is use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.